Event description:
Customer reported that the provue is not properly detecting the liquid level in the sample tubes. During antibody screen testing the probe went past the plasma of the blood sample tube and possibly pipetted red cells, which would compromise the test results.